Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On the afternoon of (B)(6) 2025, the pediatric patient was intermittently getting "sensor error and to wait 3 hours" message on his g6 app. When the parent checked the bg it was 300 mg/dl. The patient was not able to receive insulin from his omnipod 5 due to the "sensor error" on his cgm. The patient experienced high ketones (no value reported) and was vomiting. The parent decided to take the patient to the emergency room as the error state was more than 3 hours. At the emergency room, the patient was treated with IV medication. The patient stayed at the emergency room for 7 hours. At the time of the report the patient was recovered. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.